Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred as the customer was programming personal profiles. There was no impact to the customer's blood glucose level as the customer was not using the pump at the time of the event. Customer reverted to an alternate pump for management of blood glucose levels.